Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare representative that the gas outlet port of two neopuff infant resuscitators were damaged and requested a repair of the devices. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two complaint neopuff infant resuscitators were returned to our service centre in the (B)(4), and were inspected and repaired by a trained fisher & paykel healthcare service engineer. Our investigation is based on photographs and service reports provided by our (B)(4) office. Results: visual inspection of the two neopuff devices revealed physical damage to the gas outlet port. The damage appeared to be the result of impact to the devices. Device 1: neopuff infant resuscitator, serial number (B)(4) (date of manufacture 26 february 2009). Device 2: neopuff infant resuscitator, serial number (B)(4) (date of manufacture 29 may 2013). A lot check was carried out for both devices and no other complaints have been reported. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fascia and valve system were replaced and the two neopuff devices were returned to the customer after they had passed all performance and safety tests as per the neopuff technical manual.